Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve resection procedure. The stapler was not able to fire. The status of all the indicator lights was solid. In order to resolve the issue and complete the case, used another reload. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
This event is updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve resection procedure. The stapler was not able to fire. The status of all the indicator lights was solid. In order to resolve the issue and complete the case, used another reload. There was no patient harm. The patient outcome is alive, no injury.